Manufacturer narrative:
This facility did not use the fixing rubber to attach the device dh-17en2 to the endoscope, and did not follow the instruction manual. It was determined that the cause was that the device had not been attached correctly. For this reason, this facility was trained in the correct attaching method. When fujifilm obtained information about the occurrence of this event, it was found that two other cases had occurred at this facility. These two cases are reported in 3001722928-2025-00003 and 3001722928-2025-00004.

Event description:
On january 15, 2025, this device (dh-17en2) was attached to the tip of an endoscope and endoscopic nasobiliary drainage (enbd) was performed and enbd tube was placed. On (B)(6) 2025, an endoscopic examination was performed on the same patient to remove the common bile duct stones. At this time, dh-17en2 used in the previous endoscopy was found hanging inside the enbd tube. After the removal of the common bile duct stones using an endoscope was complete, dh-17en2 was grasped with forceps and retrieved along with the endoscope.